Event description:
The pump was returned and the return paperwork contained no additional information. The pump underwent routine analysis.

Manufacturer narrative:
(B)(4). Analysis of the pump found it was at end of service (eos) upon receipt. During destructive analysis the laboratory technician found significant residue and shaft wear on the lower shaft of gear 2. They also found residue on the jewel where the lower shaft of gear 2 inserted into the bottom bridge assembly. There was a pump motor gear train anomaly found and a stall noted due to shaft-bearing.